Event description:
The account's maintenance stated when the pt positioning monitor (ppm) alarms, there is no alarm at the bed.

Manufacturer narrative:
Technical support instructed the account to inspect the scale/ppm circuit board. The account has not completed repairs.